Manufacturer narrative:
UDI# (B)(4). Additional manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient developed complete heart block and severe bradycardia post operatively. The patient required a permanent pacemaker placement on pod #6. The patient was discharged to a skilled nursing facility on pod #7 in stable condition. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. This event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial aortic valve developed symptomatic complete heart block and severe bradycardia requiring a permanent pacemaker implant. Per the medical records, an oblique arteriotomy was made, extending from the noncoronary sinus to the aortic root. The aortic valve was explanted. Calcium was debrided off the aortic annulus and the annulus was sized to a 27mm valve. Sutures were placed with pledgets down the ventricular side in a horizontal mattress style circumferentially around the aortic valve annulus. The sutures were passed through the sewing ring of a 27mm aortic valve. The valve was seated in the subvalvular space. After ensuring that no suture was trapped, the sutures were secured in position with the cor-knot device. The patient was gradually weaned from cardiopulmonary bypass. The patient was transported to the ICU in satisfactory condition. Post operatively, the patient developed symptomatic complete heart block and severe bradycardia requiring a permanent pacemaker implant on pod #6. The patient was discharged to a skilled nursing facility on pod #7 in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.